Event description:
Customer's spouse reported that customer was at work and his sensor reading was 115 mg/dl, but customer's actual blood glucose level was 47 mg/dl. Customer was advised to drink a coke to bring up his blood glucose and set the device to a temporary basal mode. Customer wanted to know why the device did not go into threshold suspend mode. Customer was advised to upload to carelink in order to see how his sensor was trending. He was advised of the difference between sensor readings and blood glucose levels. He was advised to call to troubleshoot when issues occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.